Manufacturer narrative:
The lens was returned in a plastic bag with a surgical sponge. Solution was dried on the lens. The optic was cut into pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Product history records were reviewed and documentation indicated the product met release criteria. The file indicate the use of a qualified cartridge and handpiece with a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal company model 20.5 diopter, add power +2.2 & 3.2 lens model. Was replaced with a 21.0 diopter non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, may suggest that the replacement lens was an improved choice for the patient's vision needs. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported following an intraocular lens (iol) implant procedure, the patient experienced strange vision, sees second image and difficulty with near and distant vision . The lens was explanted and replaced with another lens in a secondary procedure. Additional information was requested.